Event description:
The pump and catheter was returned with no information or reason for explant provided. Analysis revealed a hole in the catheter. Additional information was requested. Additional information received indicated, the event was attributed to the catheter. The patient experienced acute withdrawal including pruritus, hypertonia, difficulty sleeping and spasms. A cap aspiration performed in early 2009 indicated no difficulty withdrawing fluid. The patient underwent pump replacement and revision of the catheter. The drug used in the pump was lioresal 1000 mcg/ml (made from 2000 mcg/ml and preservative free saline) at a dose of 186 mcg/day. The patient recovered without sequela.